Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 135 mg/dl and the sensor glucose was 50 mg/dl. Insulin delivery was suspended as auto mode was turn off. Sensor glucose and blood glucose difference 85 mg/dl. Low limit in sensor settings was 70 mg/dl . Sensor glucose and blood glucose difference was not within target range of glucose difference. The sensor will not be returned for analysis.